Event description:
The hcp reported that while placing a bravo ph monitor the capsule attached to the patient's esophagus but would not detach from the delivery system. The physician felt some resistance when removing the delivery system from the esophagus and noticed the the capsule was still attached to it. An endoscope was used to check the condition of the esophagus and it was suspected that the mucous lining was damaged but the esophagus wasn't perforated. The physician had planned to do a swallow study to confirm any damage.

Manufacturer narrative:
To date the device has been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.